Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the pump¿s display screen was found to be cracked. During testing, the display screen was blank. A test screen was installed and displayed properly. However; the pump emitted a cs69 alarm upon powering on. The alarm was unable to be cleared. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.